Event description:
Following a contamination incident, customer decided to retest 1 sars-cov-2 positive result from wl (B)(4) that was ran on the panther instrument sn (B)(4). The retest came back negative. Customer used assay lot 317816 for both initial test and retesting. The initial result was reported out and later amended. However, the customer does not know if any treatment was administered..

Manufacturer narrative:
No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues. Testing of a blank sample yielded a sars-cov-2 positive result and, therefore, contamination may be a contributing factor to the issue seen at the customer site. Additionally, the customer observed a reduced positivity rate following a deep cleaning of the instrument and work areas.